Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported on(B)(6) 2017 that the volume of undelivered drug remaining in the drug reservoir was observed to be greater than the expected volume based upon the programmed infusion rate during an appointment on (B)(6) 2017. During a refill appointment in (B)(6), the expected pump reservoir volume matched the volume of medication removed from the pump. The patient normally reports neck and lower back pain during appointments, and there was no change in reported symptoms during an appointment on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate. There were no patient effects reported.